Event description:
During implant, high pacing impedance was noted on the lead. The lead was left implanted, although high impedance measurements persisted. The lead was later explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.